Event description:
Rn hung IV zosyn using secondary IV line and noticed that the zosyn began to freeflow into the primary IV tubing and primary bag at a very fast speed. The rn stopped the IV infusion and changed to a new set. All tubing and pump sequestered and delivered to biomed department.